Event description:
It was reported that the patient presented in the clinic with discomfort due to phrenic nerve stimulation. Upon interrogation, the left ventricular (lv) lead exhibited a high capture threshold. The lv lead was explanted and replaced. The patient was stable.